Event description:
It was reported the patient presented for a post-implant visit where it was determined the patient¿s left ventricular lead was exhibiting high capture thresholds. Programming changes were made. The patient was stable throughout.